Event description:
The customer contacted stryker to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker did observe that the device's small keypad buttons were getting stuck and this could potentially cause the device's battery to drain. Stryker replaced the device's small keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.